Event description:
Patient underwent biopsy using cassi rotational core biopsy device. Date of biopsy is unknown, but was reported to sanarus in 2005. Anesthetic of 1% lidocaine with buffered bicarbonate (4:1 ratio) before the biopsy. Following biopsy procedure, physician reported patient to have profuse bleeding and pain. The physician held compression for 30 minutes to achieve hemostasis. They stated that their usual compression time is usually 5 minutes.